Event description:
It was reported that the patient experienced "poor clinical outcome since pump implanted". The therapy results were never as good as the trial. The pump contained lioresal. The hcp was unable to aspirate during a catheter dye study. It was then decided that the entire system should be replaced. Per this reporter, "the patient has since had excellent clinical outcomes with decreased spasticity".

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.